Event description:
It was reported that prior to a gastric roux-en-y procedure, when the device package was opened, they noticed the blue ancillary trocar was chipped on the distal end. It was not used. A new one was used to continue the procedure.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. The analysis results found that the device was received in good visual condition and with the ancillary trocar tip damaged. The device was received with the breakaway washer present, uncut and the device was fully loaded with staples, indicating that the device had not been fired. A new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. A batch record review was performed and no anomalies were found during the manufacturing process.